Manufacturer narrative:
(B)(4). The original reports were submitted on time and accepted. This report is re-submitted due to an FDA request to submit report with the corrected MDR number. The correct MDR number for this report is 3011137372-2016-00204. The surgery was a robotic prostatectomy. The device history review for the hol l 10mm endo applier, 45cm, was reviewed and found complete without any irregularities. Evaluation and function checking of the returned instrument showed that the jaws of the instrument are aligned properly and the instrument picks-up, retains, closes and releases multiple clips over test tubing as required of its function. We are unable to determine what caused the alleged issue. Parts were 100% visually inspected and tested by the manufacturer before release and no irregularities were found or reported at the time of inspection or assembly. No corrective action is required at this time however, the manufacturer will continue to monitor and trend related events.

Event description:
It was reported that the clips do not pinch and there is a strange (zink) coating on instrument. Robotic surgery for prostatectomy was performed the clips never locked when tissue was found between the jaws. The patient's condition was reported as fine.